Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller states the patient had the ins and left lead removed on (B)(6) 2021 by due to an infection. Caller added that medical notes indicate a lead on the right side was left implanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.